Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion due to a damaged stent strut. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion due to a damaged stent strut. No patient serious injury nor complications were reported.